Manufacturer narrative:
Date of event: month and year of event have been provided, but day is unknown. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff lost pressure and leaked. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device sample was received in used condition in a plastic bag. During visual inspection, no damage was identified on the device. A functional leak test was performed, and the device failed to stay inflated, and a leak was confirmed in the cuff. The complaint was confirmed. A root cause was not identified. A device history record (DHR) review could not be performed as the lot number was unknown.